Manufacturer narrative:
The MFR received add'l info confirming that a pump exchange took place from one lvad to another lvad. The exchange was performed at the center that is currently following this pt. Reference medwatch report number 2906596-2013-01604. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Per the information submitted to the manufacturer through device tracking, the patient was transferred to another lvad implanting center where, after 2 years, 10½ months of support on the lvad, a pump exchange was performed due to a driveline fault (MFR report # 2916596-2013-01604). The explanted device was returned to the manufacturer for analysis and the report of a driveline fault was confirmed. The pump was returned with the driveline cut approximately 3¿ from the pump housing and the severed portion of the driveline was also returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The distal-end portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact; however, once the shielding and bionate layers were removed from the distal-end portion of the driveline, examination of the underlying wires revealed damage to the insulation of the green, brown and orange wires, exposing the underlying conductors. The insulation of the green wire was damaged approximately 11¿ and 25¿ from the metal system controller connector, the insulation of the brown wire was damaged approximately 12¿ from the metal system controller connector, and the insulation of the orange wire was damaged approximately 15¿ from the metal system controller connector. The damage found on the insulation of these wires appeared consistent with mechanical damage. Although a specific time in which the damage occurred and the cause for the damage could not be conclusively determined, the compromised wires would have potentially resulted in an interruption in pump function and subsequently the driveline fault alarms captured in the log file retrieved from the patient's system controller. Pump function could have potentially been interrupted as a result of the exposed conductors of the green, brown or orange wires contacting the braided shield and creating an electrical short to ground while the device was supported by the power module. Pump function would have also been interrupted if the exposed conductors of any two of the wires made direct contact with each other or simultaneous contact with the braided shield while the device was supported by batteries. A review of device history records showed no deviations from manufacturing or qa specifications. Per the device's approved labeling, all percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the MFR's tech service rep that due to previous driveline fault alarms, a recommendation was made to change out the system controller. Add'l info received indicated that a broken red wire on the percutaneous lead was discovered. A percutaneous lead repair was attempted, however, it was unsuccessful. A pump exchange will be performed by the center that the pt is currently being followed by.